Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 340 mg/dl with polydipsia, nausea, symptoms of dehydration, stomach pain and vomiting associated with the pump unable to be primed. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with IV fluids. During troubleshooting with customer technical support (cts), it was revealed the pump was unable to be primed with a new cartridge or new tubing. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged prime issue.